Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results of 235 mg/dl, 245 mg/dl and 125 mg/dl compared to results of 197 mg/dl and 189 mg/dl obtained by blood on an unspecified device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called and upon arriving, a glucose result of 44 mg/dl was obtained and sugar-water was provided. The customer was then transported to the emergency room where intravenous glucose was administered for treatment. There was no report of death or permanent impairment associated with this event.